Event description:
Event became reportable based on investigation approved on 26-jun-2006. It was reported that during a ptca procedure, it was not possible to cross the stenosis with the liberte' monrail stent delivery system. The lesion being tretaed was a stenotic lesion in the right coronary artery (rca). The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
Product analysis could neither confirm nor deny the crossing difficulty stated in the complaint. Product analysis did reveal stent damage. The delivery device with the stent on the balloon was rec'd and damage was observed on the stent. Examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. Damage of this nature is usually the result of pulling an unexpanded stent back into the guide catheter. The mfg records for this batch have been reviewed and no issues or discrepancies were found. The root cause for this event is unk.